Manufacturer narrative:
The customer contacted resmed astral support to request assistance regarding an astral ventilator that was allegedly not charging. Astral support went through the steps on how to connect the ac charging unit to the device with the customer. Troubleshooting and training resolved the customer issue. No device was returned to resmed for investigation. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.